Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a pressure dome (pre-filter) on the multifiltratepro hemodiafiltration (hdf) cassette burst during treatment. There was not a leak with the machine itself as the tubing system was the product affected. Therefore, there would not have been a machine alarm or blood test strips used. Additionally, no actions were taken to address the machine which should still be in service. The patient's estimated blood loss was approximately 50ml. The patient treatment was discontinued due to the leak. The sample was discarded and is not available to be returned to the manufacturer for physical evaluation. Additional information was requested, however it was not available.

Manufacturer narrative:
Correction: g2, h10 plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A batch records review was conducted by the manufacturer for the reported last 3 lots b9ui255, c9uf293, and b9uh223. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. No leakage cases encountered on the retained samples. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. There were no other reported complaints reported on the lots. A product history review did not reveal a probable cause for the customer complaint. Additionally, the instruction for use (IFU adequately addressed the situation. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a pressure dome (pre-filter) on the multifiltratepro hemodiafiltration (hdf) cassette burst during treatment. There was not a leak with the machine itself as the tubing system was the product affected. Therefore, there would not have been a machine alarm or blood test strips used. Additionally, no actions were taken to address the machine which should still be in service. The patient's estimated blood loss was approximately 50ml. The patient treatment was discontinued due to the leak. The sample was discarded and is not available to be returned to the manufacturer for physical evaluation. Additional information was requested, however it was not available.